Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device's handactivation buttons would not activate the device when output was requested. Another device was used to complete the procedure. There was no adverse consequence to the pt.